Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. A visual inspection with the naked eye was performed and one grey loose particulate matter was observed inside the welded cassette. The reported condition was verified. Functional testing (self-test and priming) and underwater pressure test were performed and no leaks or no issue observed. The ftir (fourier-transform infrared spectroscopy) reveals that the particulate matter was determined to be an epoxy particle on the welded cassette, which is similar to cleanroom epoxy flooring. The cause was determined to be a manufacturing related issue as the grey polymer, known as epoxy flooring, which has chipped, may have been contaminated during the transfer of raw materials, however, this could not be verified by the investigation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was attached to the homechoice automated pd set with cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.